Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. This product is not distributed in the USA. The evsr-1823 bed rail is the same/similar to other invacare bed rails which are, or have been manufactured and/or marketed by invacare in the u.s.a.

Event description:
Rail is stuck and wont fold down. This product is not distributed in the USA. The evsr-1823 bed rail is the same/similar to other invacare bed rails which are, or have been manufactured and/or marketed by invacare in the u.s.a.